Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment was cracked and contained moisture and there was no power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1: the device has been returned and evaluated by product analysis on 10/19/2017 with the following findings: a review of the pump black box data showed unexplained pump reboots after a replace battery alarm occurred. During visual inspection of the pump, it was observed that the battery compartment was cracked and contained corrosion. The returned battery cap had stripped threads and was unable to fully attach to the pump; the pump reboots were duplicated with the returned battery cap. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test and it. There were no pump reboots duplicated during this time with the test battery cap. The pump¿s cover was removed and there was no moisture found on the printed circuit board (pcb) or internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.